Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. "Clinical review of the provided x-ray indicated that undersizing of the accolade-ii stem has contributed to excessive micromotion and consequent lack of bone ingrowth fixation requiring revision for stem loosening. Patient stroke history was noted as a secondary factor. No device related factors were noted."

Event description:
Revised for subsidence.